Event description:
Event description cpi received information that during a routine replacement of an implantable cardioverter defibrillator (ICD), the physician discovered the bipolar endocardial tined lead (0010) had an insulation break near the generator site. The lead was removed from service, capped, and replaced with another cpi lead (0125).